Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was not alarming. Patient involvement unknown.

Event description:
Additional information received via email: product fault did not occur while in patient use. Event date was updated from unknown to 28-april-2023.

Manufacturer narrative:
Evaluation codes: updated. Email is: (B)(6). One device was received. Per visual inspection, no power, battery compartment was sticking out of housing case, alarm silence button was stuck, and alarm reed was damaged. Per functional testing, the device pneumatic alarm did not occur and no electronic alarms. The complaint was confirmed. The root cause was faulty alarm reed, main alarm printed circuit board (pcb), interface board and battery compartment. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery, sintered filter, and o-rings. Realigned alarm silence button. Adjusted relief alarm pressure control to tolerance. Performed preventative maintenance (pm), recalibrated unit and cleaned device. The device passed all functional and delivery tests.